Event description:
It was reported that an empty-reservoir and low-reservoir alarms were occurring. The patient had been seen, for a dose adjustment, ten days prior to the first alarm being triggered. At that time, the refill date was for (B)(6), but the empty-reservoir alarm began on (B)(6). It was also reported that the patient had an MRI on (B)(6). Following which, there was a motor stall seen in the logs with recovery. Upon interrogation, the device shows that 6ml should remain in the reservoir despite the fact that the empty reservoir alarm had been triggered. It was noted that the healthcare provider (hcp) had not made any adjustments to the reservoir volume. It was later reported that the hcp was able to pull back 6ml from the reservoir which was stated to be ¿spot on¿. The device system was infusing a drug for ¿pain control¿ called ¿savio¿ in the pump logs.

Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).